Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, attempted multiple troubleshooting steps including button presses, removing pump from case, and connecting to power, but pump display did not turn on while red light blinked and pump vibrated; technical support arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup insulin therapy, provided guidance on storage mode and returning malfunctioning pump, and informed customer to enter pump settings and connect continuous glucose monitor on replacement device.